Event description:
It was reported that the patient underwent a unspecified spinal procedure. It was reported that the pituitary would not close entirely. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Visual review identified superior shaft broken on one side near the pivot pin. Optical examination identified a quasi-brittle fracture with no indication of fatigue. No fracture, cracking or bending is noted around either side of the upper or lower pivot pins. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event from the available information.